Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to vaginal vault prolapse and cystocele. It was reported that following insertion the patient experienced infection, urinary and recurrence. Patient underwent cystoscopy and left ureteral stent removal on (B)(6) 2011 due to left stent. It was reported that patient underwent left extracorporeal shock wave lithotripsy on (B)(6) 2011 due to left stones. It was reported that patient underwent cystoscopy, left retrograde pyelogram and left ureteral stent insertion on (B)(6) 2011 due to left ureteric calculi. It was reported that patient underwent left percutaneous nephrolithotomy on (B)(6) 2011 due to lower pole renal calculus and on (B)(6) 2009 underwent release plus partial excision of mesh and cystoscopy due to recurrent uti and incomplete emptying of bladder. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she continued to experience pain, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.